Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was getting the sync up required screen. Troubleshooting could not be performed due to lack of access to the product. The caller was advised to change the batteries, they reported they had done so the day prior to the report. The caller was not with the patient at the time of the report and said they would call back for troubleshooting when they were with the patient. Additional information was received from the patient and their family/friend on (B)(6) 2018. The caller was calling again because they had new batteries in the programmer. While on the call, patient services assisted the caller in attempting to sync with the ins. However, the caller was unable to sync with the ins both with and without the antenna attached. Patient services asked if the patient's symptoms were still being controlled and the caller confirmed the patient had a return of their target symptoms and noted that "it was not triggering the urge to pee." It was also noted the patient was implanted in 2012. The caller reported they needed to turn the ins off on the day of the call for an MRI that was unrelated to the interstim system. It was reviewed with caller that the ins may very well be depleted based on the implant date, return of symptoms and communication failure. It was noted that this change in symptoms was sudden. The patient called back later that day and repeated previously reported information and stated they were trying to contact a manufacturer representative (rep) given they needed an MRI and the MRI facility was requesting a rep come in and check the ins to confirm if the device was turned off or depleted. It was reviewed with the patient that their health care physician (hcp) would need to contact a rep regarding their poor communication with the programmer and their return of symptoms. Patient services reached out to the rep on the patient's behalf. There were no further complications reported/anticipated.